Event description:
It was reported on 10/19/98, that a pt experienced a broken stent originally implanted in 9/98. It was impossible to remove the stent necessitating the placement of an add'l stent inside the original device to maintain passage. No product was returned for evaluation.